Event description:
A customer contacted beckman coulter inc. (Bci) regarding low total bilirubin (tbil) results generated by the unicel dxc 600 pro synchron clinical systems. Customer tested pediatric samples and intermittently low results were produced for tbil. The erroneous results occurred on samples drawn from newborns. An example of a tbil low result of 0.1mg/dl and the correct result of 13.9mg/dl was provided. No erroneous results were reported out of the laboratory. There was no effect to patient treatment.

Manufacturer narrative:
The low results were produced on samples drawn in microtainers and transferred to microtubes. Prior to each event, qc was performed and results were within the lab's established ranges. There were no error messages at the time of the low results. A field service engineer (fse) did troubleshooting by phone and had the customer replace a leaking sample syringe. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.